Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. During implantation the doctor was unable to optimize the impella position due to ongoing cardiopulmonary resuscitation. After multiple rounds of advanced cardiac life support (acls) protocol patient expired. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).